Manufacturer narrative:
A medtronic representative reported that the issue has not repeated since the original occurrence. It was reported that a second medtronic navigation system was brought into the operating room (or) to complete the procedure.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. It was reported that the logs showed that the camera indicated a low temperature, which would prevent use until the camera is warmed up appropriately.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system displayed that the positioning sensor unit (psu) was not connected. It was reported that the psu would beep when the navigation system was powered on, but it would display as not connected and that instruments would not track. There was no patient present when this issue was identified. No additional information was provided.